Event description:
Upon a physician's order to remove the jp drains, the nurse removed the first w/o difficulty. When removing the second jp drain, she heard a "snap" and discovered that the jp had broken where the clear plastic meets the white plastic. She immediately notified the surgeon. The pt was taken to interventional radiology and the interventional radiologist removed the remaining piece through the jp insertion site with forceps. No harm to the pt. Dates of use: (B)(6) 2014. Reason for use: abdominal surgery.